Event description:
It was reported that during pre-use check, the customer noticed the bronchial cuff was inflating in an unusual manner probably because it was a little less flexible than a normal one. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No discrepancies were observed during visual testing. No inflation issues were found in the product during functional testing. The reported issue could not be confirmed due to no issues found with the product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.